Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 50 to 55mg/dl and treated with food. Customer indicated that they may have had sensor issues that led to the low blood glucose. Customer declined to troubleshoot and was advised to call back if necessary. No further details given.